Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection surgical procedure, an intuitive surgical (is) technical service engineer (tse) was contacted for troubleshooting assistance by the clinical sales representative (csr) to report on customer behalf, that they were having an issue powering the system on. Csr stated they were having a blue screen, and it was not powering on. Tse reviewed error logs and found errors 55, 54 pointing to patient side cart (psc) when connected to upper port on core. Tse confirmed on event logs, that user resolved the issue by connecting the psc with the blue fiber cable (bfc) of secondary surgeon side cart (ssc), beginning the procedure with one ssc. Tse reviewed on system events that, after procedure, user connected the whole system and error 54 was back on core upper port pointing to psc connection. Tse called or supervisor and guided to swap the bfc between the two upper ports and issue remained on port 0, therefore, an issue with the bfc was discarded. The procedure was completing as planned with no reported injury. There was a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was stated that clinical specialist was unable to recall if the initial configuration of the procedure was set up for dual surgeon side consoles (sscs) use and was unable to confirm if the secondary ssc was abandoned and procedure continued with only one ssc.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the affected fiber optic cable to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error 55 may be attributed to user-induced problems including loosely connected, dirty, damaged, improperly seated, or disconnected blue fiber cable. The system is placed in a recoverable soft-lock mode.

Event description:
Refer to h11 for follow-up information.